Event description:
A (B)(6) female for hysteroscopy, d and c and myomectomy found to have a large calcified fibroid. Myosure tissue removal device was utilized to remove the fibroid. M.d. Kept twisting hand piece to reach fibroid. More than half way through the surgery, the hand piece made a pop sound through the surgery, the hand piece made a pop sound and would no longer work. A new hand piece was opened and the surgery was successfully completed. No injury to patient noted. Reason for use: leiomyoma of uterus nos.